Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic authorized biomed representative performed a imaging system checkout and found no discrepancies. System passed all tests. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was taking very long to boot sitting on the system booting screen for excess of 8 minutes. There was no patient present at the time of the issue.